Manufacturer narrative:
The device was never returned to olympus for evaluation. Olympus contacted the customer¿s technical department and helped them troubleshoot the issue to solve the problem. A local engineer then blew the dust off the device from the outside and it has been working since then.

Event description:
An olympus service technician reported on behalf of the customer that the visera 4k uhd camera control unit had error code e116. The issue was found during a therapeutic laparoscopic surgery, the operation was briefly interrupted and successfully completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4 which was inadvertently left out of initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e116 occurred because dust accumulated around the ventilation hole of the internal fan as if it was blocking. The cause of the dust accumulation could not be identified. Olympus will continue to monitor field performance for this device.